Event description:
Resident was being transferred with the hoyer lift, the strap from the canvas broke and the resident fell head first out of the canvas to the floor. Resident bumped his head on the leg of the hoyer lift before hitting the floor. Small abrasion noted on the back of the head. Canvas replaced on the hoyer. No serious injuries. Reported to physician. Vital signs taken: b/p 140/98 t-98.6 - 80 - 18device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.